Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had needle anomaly. Customer's blood glucose at time of incident was 120 mg/dl. Customer stated the issue was with sensor missing needle. Customer was advised that we would send replacement sensor.

Manufacturer narrative:
Found needle separated from sensor base. Unable to perform insertion needle complaint due to customer returned sensor opened/used. Complaint against sen-serter.